Event description:
It was reported that immediately after a vascular stent was deployed in the proximal popliteal artery, imaging demonstrated a constriction in the stent. Reportedly, the pt moved considerably during the procedure, including kicking and bending his knee at a 90 degree. The stent constriction was successfully eliminated with the use of a guidewire, guiding catheter and dilatation of the stent with a pta balloon catheter. This was followed by placement of another manufacturer's stent inside the first stent. Imaging demonstrated suitable patency results upon completion of the procedure. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be reviewed. The stent remains implanted. The delivery system was discarded by the user facility. Therefore, a device evaluation could not be performed. The investigation is currently underway.